Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
The customer reports that the mx40 has a speaker malfunction inop/ error code but was unable to confirm local audio. There was no adverse event reported.